Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump was beeping and the screen is white and there is a red dot flashing. Customer's stated none of the buttons were responding. He removed the battery and the alarm continued. Customer's blood glucose was 4.0 mmol/l. The numbers are not ramping and the scroll bar is not moving without any input. Customer stated the time didn't change on the device. Troubleshooting was performed and it was determined the device needed to be replaced as it wasn't responding. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device is not returning for analysis.